Manufacturer narrative:
H10: the reprocessing status was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the suction could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had a defective angle. The device was returned for evaluation. During the device evaluation, the following was found: due to clogging of the suction tube in the universal cord, there were foreign objects coming out of the suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of the angle wire the bending angle in the up direction and the play of the up/down knob were out of standard value, due to wear of the zoom lever the water tightness was lost, the adhesive on the bending section cover had a chip, a crack and a white-clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, the suction cylinder was shaved, the plastic distal end cover had a dent, the universal cord had a wrinkle, due to a scratch on the objective lens the image had a partially dark area, and the following were peeled: the paint on the suction cylinder, adhesive around the objective lens, and the adhesive around the light guide lens. Additionally, the following had a scratch: switch 2, the connecting tube, objective lens, universal cord, and the protector of the universal cord on the suction connector side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.